Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found the wbc bath was defective. The fse replaced the wbc bath, which repaired the erroneous results. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported the unicel dxh 800 coulter cellular analysis system was generating erroneous white blood cell (wbc) and uncorrected white blood cell (uwbc) results. Erroneous results were not reported outside of the laboratory. There was no change in patient treatment.